Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm approximately five weeks ago. The right femoral artery was 9 mm and the left was 8 mm in diameter. Bilaterally, the iliac arteries were moderately tortuous with 35 percent stenosis. It was reported that the patient presented emergently to the ER with right leg and foot pain and right hip pain one week post implant. A CT was performed and demonstrated that the right iliac limb stent graft was occluded. The investigator assessed that this event was related to the stent graft and not to the procedure. The patient underwent a femoral to femoral bypass procedure on the same day and this time it was felt that there might be a dissection at the distal end of the right limb. A 10x40 stent was placed followed by an angioplasty. Two days later, the patient presented emergently with complaint of return of right leg pain. The lower extremity arterial ultrasound demonstrated that the femoral-femoral arterial bypass graft was occluded. The patient had a fever of 100.4 degrees one day later as well as incision pain bilaterally in the groins, diaphoretic, tachycardia. The investigator assessed the fever was not device or procedure related. A thrombectomy of femoral to femoral bypass was performed and it was noted that there was edema present. Cultures were obtained. On the same day, the patient had a metabolic encephalopathy. The patient was suffering from detox from alcohol withdrawal. The patient had severe agitation requiring mechanical ventilation. The patient had left limb thrombosis / embolectomy. A talent converter was implanted followed by a thrombectomy and angioplasty of the left limb of the stent graft. The patient was given medication for the fever and recovered. The patient had a secondary intervention and recovered for the right leg pain. Metabolic encephalopathy requiring mechanical ventilation and medication and recovered. The investigator assessed that the event is not related to the study device or study procedure. There was a new event of respiratory failure which required prolonged hospitalization and mechanical ventilation. The patient recovered eight days later. The investigator assessed the event as not related to the study device or study procedure. Films were returned and reviewed as follows: pre-implant cta show the neck diameter (flow lumen) below the renals was approximately 19mm. Immediately above the aaa (55mm below the renals) the neck measured 18 x 23mm and was ringed with calcification. The 5cm diameter aaa was filled with thrombus; 3.5cm max flow lumen. The distal aorta was small; 13 x 25mm with calcification. The iliac arteries were moderately tortuous with some calcification. Angio images at implant show the ipsilateral limb was placed on the right side, crossing over the contra limb. Both limbs were extended into the iliac arteries. No obvious stent graft or blood flow issues were observed. Post-implant cta one week post implant show that the bifurcated stent graft was placed just below the renals. The right (ipsilateral) limb was occluded distally beginning at the flow divider near the narrowed/calcified distal end of the proximal neck; the origin of the ipsilateral limb appears to fully expand in this location. No obvious stent graft kinks are seen distal to this location in the aaa sac or iliac arteries. The contralateral limb is patent and not compressed. The cause of the limb occlusion may be anatomy related and possibly a patient condition from the observed pre-existing thrombus and poor distal runoff.

Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: inherent risk of procedure (fever, stent graft occlusion), patient's condition affected effectiveness of device (narrowed and calcified aortic neck and distal aorta). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (narrowed and calcified aortic neck and distal aorta).

Event description:
It was reported that the patient had a CT with contrast. The aneurysm was 49 mm in diameter. It was reported that there was a stent graft occlusion in the right iliac and also, thrombosis in the left iliac limb. Correction from initial report: (B)(4).